Event description:
It was reported that when using the bd pyxis¿ medbank tower, there was a discrepancy found while issuing medication, the machine issued 2 instead of 4 medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user tried to dispense the medication. The machine issued 2 instead of 4 and caused a discrepancy. The technical support specialist (tss) remoted the station and confirmed the user did not have access to resolve discrepancies. The tss advised the customer to reach out to the director of nursing to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.